Event description:
During the evaluation of a returned colleague infusion pump, an inoperative channel select key was discovered on channel b. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
Evaluation summary: during the evaluation of a returned colleague infusion pump, an inoperative channel select key was discovered on channel b. This was determined to have been caused by a defective pump head module (phm) keypad. The channel b phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA.